Event description:
Approximately 5 months following the therapeutic placement of an enteral feeding device the attempt to remove the device using a kocher clamp resulted in part of the button separating and falling back into the stomach cavity. An endoscope was inserted and the button was successfully retrieved without any reported adverse affects to the patient (age and gender is unknown).